Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-05046.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2015-05046.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2015-05046

Manufacturer narrative:
Results: complaint was not confirmed for ¿ineffective stimulation". As received, the lead was incomplete (cut into two parts paddle and terminal ends); consistent with explant damage. Visual inspection of the lead revealed a compression mark at approximately 26 cm from the stimulation end. The lead passed continuity testing from the cut end of lead segment to the corresponding electrodes. No resistance measurements were performed due the lead being cut. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.